Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported the non-osseointegration of a dental implant installed in intraoral region #19 with 30 ncm of primary stability. No further information was provided.